Event description:
Ophthalmologist arranged for his patients to travel to another facility for the purpose of eye surgery by excimer laser. As dr's patient, dr traveled with him to facility for excimer treatment on right eye. With both doctors operating the laser, pt's right eye was contacted by the laser beam 1 cm off center. The procedure was terminated at that point, but pt's vision was changed from -5.50 to -8.50. Dr. Stated that this had happened previously with laser, and with his own. He added that it had something to do with the gears in the control mechanism, but that no one knew why it happened. Pt asked dr. Why he would use such an unreliable machine for this work and he said that it was a rare occurrence that he "liked to driving his car", i.e., that he might have a tire blow out but that he might just as easily not have blow out. He added that it wouldn't be high on his list of things to worry about. Today, over a year later, pt's vision is -7.5 in the right eye. Have consulted with both drs but no one to date has offered an explanation of the laser's effect on pt's eye. Question the use of the surgical laser device with such inherent unreliability and unpredictability.